Event description:
A talent stent graft system was implanted in zone four for the endovascular treatment of a 6 cm diameter thoracic aortic aneurysm. The proximal neck was 30 mm in diameter and 60 mm in length. The distal neck was 33 mm in diameter. The common iliac artery was mildly tortuous, as well as the proximal and distal aortic neck. It was reported that approximately two years after implant, the patient expired. The cause of death is unknown. The physician stated that the facility staff found the condolences in the obituaries in the newspaper. There were no issues during the patient¿s post-procedure follow ups therefore, it was quite unlikely the death was related to the device or the procedure. However, the physician assessed this event as unknown relationship to the device or procedure. Additional information is not available.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death); (unknown cause of death); conclusion: (unknown cause of death); known inherent risk of a procedure (death).